Event description:
In 2009, the home pt (hp) contacted baxter to report her mini caps were dry. She stated she did not see any brown coloring to the fluid when she connected them, which was how she knew they were dry. She stated she developed an infection, but did not know if it was related. Two days later, baxter contacted the dialysis clinic. The medical assistant stated that the only infection that the pt has had recently has been an exit site infection. The medical assistant further stated the causative organism identified was coagulase negative staphyloccoci. The medical assistant stated that they were unaware that the pt had dry minicaps, but will follow up with the pt.

Manufacturer narrative:
Per the customer, the sample is not available.